Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz3030 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the IV team stated the accucath needles don't seem as sharp and the catheter is buckling when trying to advance. The catheter was removed and access was found in another location, resulting in additional poke to patient. Placement info: attempted ultrasound guided peripheral placement in forearm.